Event description:
It was reported that a patient was scheduled for a lead revision surgery for an unknown reason. Clinic notes from the patient's last office visit were received. Diagnostics performed at this office visit found high lead impedance and low output current status. The patient has been seizure-free with no other issues. No explanted device has been received to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient's lead was replaced due to high impedance . The explanted product was received by the manufacturer, but analysis has not been completed on the device to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned lead. Two lead breaks were identified in the electrode array. The first fracture's type couldn't be identified due to the presence of pitting (corrosion). The second fracture showed evidence of a stress-induced fracture (fatigue appearance), and there was pitting on the coil service. Based on the pitting observed, it is believed that stimulation was present for some time after the fracture occurred. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No further relevant information has been received to date.